Event description:
It was reported that a small volume infusor leaked around the filling port during filling. The total fill volume was planned to be 115ml (saline 60ml and fluorouracil 55ml) but approximately half amount of solution was filled. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between may 3 - may 5, 2023. H11: the actual device was received for evaluation. Visual inspection on the infusor sample via the naked eye noted a vertical crack located on the fill port. When the sample was leaked tested, a leak was observed coming out at the crack area on the fill port. The reported condition was verified. The cause of the reported condition could not be determined; however, the cause of crack on the fill port may be use-related. During fill, excess force may have inadvertently applied onto the fill port, causing a crack on the fill port which resulted in leak. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.